Manufacturer narrative:
An event of retraction problem and invaginated catheter tip was reported. The device was returned to abbott for investigation. The returned sheath was visually examined, and the sheath tip was noted to be invaginated. The returned sheath, delivery cable, and occluder were measured and met dimensional specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 28 march 2024, a 5mm amplatzer duct occluder was chosen for implantation utilizing a 6f amplatzer torqvue delivery system (9-itv06f180/80 lot: 8979325). During implantation a re-sheath was attempted to re-optimize positioning, however the occluder could not be fully retracted. The sheath tip was observed to be invaginated. The delivery system and occluder were removed from the patient without being fully re-sheathed. No surgical intervention was necessary. A replacement amplatzer torqvue ( 9-tvlp5f90/080 lot 8435188) and amplatzer duct occluder ii (9-pda2-05-04 lot 8719681) was used to complete the procedure successfully. There were no patient consequences or clinically significant delay. The patient remained hemodynamically stable throughout the procedure.